Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) access administration sets ¿were either clamped or occluded for several hours¿. This occurred during infusion of an unspecified critical medication. The sets were being used with baxter infusion pumps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.